Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. Sometime later on 12/01/2025, the patient reported waking up feeling sick and weak. After lunch, he watched television, rested on the couch, and eventually fell asleep. Prior to sleeping, the patient was unaware of his dexcom app readings or tandem t:slim x2 insulin pump egv status and activities. At approximately 4:00 pm, the patient¿s wife heard a commotion in the living room and discovered the patient experiencing seizures. She did not check the dexcom app or tandem t:slim x2 insulin pump at that time and immediately called 911. Paramedics arrived; however, it was not confirmed whether they checked the patient¿s manual blood glucose (bg). The patient was transported to the emergency room (ER), and the dexcom device was reportedly removed by paramedics. Arrival at the ER occurred around 5:00 pm. It was not discussed whether manual bg was checked at the ER, but the patient stated that intravenous glucose was administered. After several hours, the patient was transferred to another hospital on the evening of (B)(6) 2025 (date discrepancy noted) and remained hospitalized until 1:30 pm on (B)(6) 2025, at which time he reported feeling better. Although additional attempts were made to obtain clarification of event details, no reply has been received. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 12/18/2025. It was reported that a wearable failure occurred. The wearable was inserted into the arm. Sometime later on or around (B)(6) 2025, the patient reported waking up feeling sick and weak. After lunch, he watched television, rested on the couch, and eventually fell asleep. Prior to sleeping, the patient was unaware of his dexcom app readings or tandem t: slim x2 insulin pump egv status and activities. At approximately 4:00 pm, the patient¿s wife heard a commotion in the living room and discovered the patient experiencing seizures. She did not check the dexcom app or tandem t: slim x2 insulin pump at that time and immediately called 911. Paramedics arrived; however, it was not confirmed whether they checked the patient¿s manual blood glucose (bg). The patient was transported to the emergency room (ER), and the dexcom device was reportedly removed by paramedics. Arrival at the ER occurred around 5:00 pm. It was not discussed whether manual bg was checked at the ER, but the patient stated that intravenous glucose was administered. After several hours, the patient was transferred to another hospital on the evening of (B)(6) 2025 and remained hospitalized until 1:30 pm on (B)(6) 2025, at which time he reported feeling better. Although additional attempts were made to obtain clarification of event details, no reply has been received. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.